Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with extraneal, physioneal 1.5% and physioneal 2.5% therapies for automated peritoneal dialysis (apd) and end stage renal disease (esrd). Extraneal and physioneal therapies were ongoing. On (B)(6) 2012, the patient was diagnosed with peritonitis and was hospitalized on the same day for the event. On (B)(6) 2012, the patient began treatment with vancomycin and ceftazidime for peritonitis. Treatment was ongoing. At the time of this report, the patient was recovering from the peritonitis. Per the consumer, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, follow up information was obtained by global pharmacovigilance (gpv) provided by a nurse. On (B)(6) 2012, the patient discontinued treatment for peritonitis. On the same day, the patient was discharged from the hospital. On (B)(6) 2012, the patient recovered from the event of peritonitis. An opinion of causality was not reported for the event of peritonitis. Should additional information become available, a follow-up report will be submitted.